Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. Force measurements were recorded during ablation that exceeded the recommended values per the IFU; however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pericardial effusion and subsequent patient expiration may be procedure related.

Event description:
During a right atrial tachycardia procedure, the patient expired. Mapping was done on the posterolateral area of the heart while the patient was under local anesthesia. Following four ablations at 35 w, the patient became hypotensive and unresponsive. An echocardiogram was performed but no effusion was noted. After, several minutes the patient woke up and was answering questions but became hypotensive and unresponsive. Another echocardiogram was performed and a large effusion was noted near the right atrium. A pericardiocentesis and thoracotomy were performed however, no perforation or blood was seen. A third echocardiogram was performed and the effusion was resorbed. The patient was in asystole so adrenaline was administered and an internal cardiac massage were performed with no resolution. The patient was defibrillated multiple times but after two hours of resuscitative efforts the patient expired. There were no performance issues with any abbott device.